Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the patient presented for a generator replacement. During the procedure, an insulation anomaly was noted on the proximal end of the right atrial lead. All electrical measurements were within normal limits. The physician opted to apply sterile medical adhesive and repair the lead. The lead was tested post procedure with no abnormalities. The patient was in stable condition and would continue to be monitored.